Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the returned device identified: fluids clear inside the device, crease fold, opening and red particles. Leak test was performed and found opening on radius. A microscopic analysis was performed which identify punctured in the radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a puncture opening on radius due to surgical damage like. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: inflammation/irritation, pain, sensation increase/decrease, and skin rash/dermatitis.

Event description:
Healthcare professional reported left side "fatigue, inflammation, pain, sore lymph nodes, rashes, numbness of breast, blurred vision, nausea, brain fog and exhaustion." Device has been explanted.